Event description:
It was initially reported that the patient had her generator replaced due to end of service of the battery and the elective replacement indicator flag was set to 'yes'. The product was sent back to the manufacturer for routine product analysis. Product analysis confirmed that the battery was depleted. Additionally, analysis found that the supply current pulsing did not meet electrical test specifications due to an out of specification r35 resistor. The out-of-limit supply current pulsing could potentially be a contributing factor to the end-of-service condition; however, the generator had been implanted for over seven and one-half years and the battery life calculation had incomplete programming history. Therefore, due to lack of available programming history to perform an accurate battery life calculation, the extent to which the out of specification r35 resistor contributed to the end of service condition of the generator cannot be determined.